Manufacturer narrative:
Additional information was added to d9, h3 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak in the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a non-dehp high flow rate extension set was cracked at the distal end underneath the collar which resulted in a leak. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.